Manufacturer narrative:
We are awaiting the return of the complaint device. Our representatives followed up with the hospital. Questions were asked to ascertain conditions surrounding complaint. Results: we have not previously received similar complaints regarding excess condensate blocking the filter thus affecting the ventilatory performance. The most common complaints for filters that we have received so far are due to the use of nebulized medications. The rt020 instructions state, "when nebulized drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure" and "change every 24 hours or sooner if noticeable deterioration occurs, following standard hospital procedure." We have confirmed with blackpool victoria hospital that they were not using any nebulized medications. A possible explanation of the alteration of the ventilatory pressures is the formation of condensate on the ventilator's flow sensor. We have confirmed that blackpool victoria hospital was not using the flow sensor cover that is recommended on the drager evita ventilator to reduce condensate formation. Flow sensor covers have now been fitted to the drager evita ventilator(s) at the hospital. Conclusions: this was an unusual event. We will continue to monitor all complaints for such events.

Event description:
Reporter reported that they experienced excess condensate in the rt020 filter. They alleged that the expiratory filter was becoming so wet that this was altering the ventilatory pressures causing the patients spo2 readings to fall. No patient injury was reported.